Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number # 1221359-2021-03652 to address second false positive with different lot.

Event description:
The customer reported (2) two false positive result with the ID now covid-19 assay performed on (B)(6) 2021 with a direct tested kitted swab and generated positive results. The was using (2) two different lot numbers (lot 1046274 and lot 1046686). This MFR. Report addresses lot 2 of 2. Repeat testing was performed with a new sample with the ID now covid-19 assay and again generated a negative a result. Pcr confirmation testing was performed on (B)(6) 2021 with a nasal sample and generated negative results. The customer stated the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's unspecified treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1046686 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1046686 and test base part number 190-430 / lot 1046686. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1046686 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.